Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device implanted on (B)(6) 2006 (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2006 (device #2). An additional emdr was submitted to represent the bard device implanted on (B)(6) 2006 (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch, reference number (B)(4) and lot number 43fqd145 (device #1) was implanted to repair the hernia defect. On (B)(6) 2006: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. On (B)(6) 2006: the patient "underwent surgery for repair of an incisional hernia with a marlex mesh, reference number (B)(4) and lot number 43bod020 (device #2) implanted to repair the hernia defect. On (B)(6) 2015: the patient "underwent an additional surgery to repair the hernia defect and remove it." As reported by the attorney, the composix e/x and marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e./x and marlex mesh.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device implanted on (B)(6) 2006 (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years 2 months post implant of bard flat mesh, patient was diagnosed with infection, fistula, abscess and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents bard flat mesh (device #2). An additional supplemental emdr was submitted to represent composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch, reference number (B)(4) and lot number 43fqd145 (device #1) was implanted to repair the hernia defect. On (B)(6) 2006: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. On (B)(6) 2006: the patient "underwent surgery for repair of an incisional hernia with a marlex mesh, reference number (B)(4) and lot number 43bod020 (device #2) implanted to repair the hernia defect. On (B)(6) 2015: the patient "underwent an additional surgery to repair the hernia defect and remove it." As reported by the attorney, the composix e/x and marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e./x and marlex mesh. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x (device #1). Per operative notes, ¿the hernia was seen. A composix e/x mesh (device #1) was then inserted into the peritoneal cavity. The mesh was then tacked down to the anterior abdominal wall using sutures and pulled down to the anterior abdominal wall with a tacker.¿ on (B)(6) 2006 - patient was diagnosed with incarcerated recurrent incisional hernia and seroma thereby underwent open repair with removal of composix e/x mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was dissected down the fascia and was opened. The previous mesh (device #1) was also in the sac and was excised along with the adhered omentum. A bard flat mesh (device #2) was placed on each side of the hernia and tacked it down with fascial tacker.¿ on (B)(6) 2015 - patient was diagnosed with infected ventral hernia mesh with small bowel fistula thereby underwent open repair with removal of bard flat mesh (device #2) and small bowel resection. Per operative notes, ¿there were loops of small bowel that were firmly adhered to the mesh. A small amount of succus was noted coming out superior to the mesh, thought to be a small bowel fistula, likely responsible for the infection. This was taken off sharply and the small bowel was resected. Infection of this mesh with subsequent drainage of abdominal wall abscesses. The mesh (device #2) was removed.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel removal, fistulae, infection, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had additional surgeries to repair the hernia and remove the mesh; permanent and severe scarring and disfigurement.